Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the allergic reaction and itching issue. Reportedly, the patient had a severe itching and allergy problem due to metal materials of the pacemaker. The patient was then transferred to the boston scientific technical services (ts) group. No adverse patient effects were reported. The crt-d remains implanted.